Event description:
Based on information reported to davol: (B)(6) 2008 - the user facility alleged, during total joint procedure, the connector tip detached in the area where the clear and plastic parts meet.

Manufacturer narrative:
It was reported that the connector tip detached where the clear and plastic parts meet. There was no patient injury. The device was returned for evaluation and the connector showed a gap and was separated from the stem of the device. A corrective action has been implemented for this type of failure. This device was manufactured prior to this corrective action.